Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Serial numbers not obtained at time of call because pt was "heading into a dr appt".  The reason for call was patient states for the past 2 weeks or probably more they have been having issues charging the implant. Patient states they have only been able to charge the ins to 30 or 35%. Pt states they do not recall seeing any codes when trying to charge. Pt is not able to do any trouble shooting at time of call because they were headed into their hcp appt.